Event description:
It was reported that during a pd procedure, the tissue pad fell out of the way of the operation outside the body. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.